Event description:
It was reported that during a prostate procedure, at 2:00 minutes of use, the fiber tip was ¿burned up and then stopped working @ 2,500 joules¿. The procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-409h-(B)(4): the fiber is partially fractured distal to glue zone at the beveled edge, the fiber distal end is not returned; the glass cap is completely detached and not returned; the heat shrink tube is melted and missing on the last 12 mm; the fiber distal end is blackened. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.